Event description:
It was reported that the patient alleges the active insulin displayed on the blood glucose monitor is not accurate. The patient bolused 1.4 units of insulin at 10:19am and he then saw the active insulin was 3.1 units of insulin. The patient had not bolused any other insulin that day. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.